Event description:
During a vascular intervention right low extremity angiogram angioplasty thrombolysis and popliteal stenting procedure in ir, the distal tip of a wire broke off and was left in the patients artery. FDA safety report ID # (B)(4).